Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient lost therapy due to the ipg being inoperable. Reportedly, the patient stopped charging their ipg around summer 2022 due to the lead issue reported under related manufacturer reference number:3006705815-2022-17019, 3006705815-2022-17020. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.